Event description:
The ge oec 9600 fluoroscopy system would not display an image after in-house biomed engineer replaced interconnect cable and lemo receptacle.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that there was an issue with the motherboard. There was an additional issue found with video switching pcb. While repairing the system, it was also found that a switch on the sram was in the wrong position. Once corrected, the system functioned as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to the issue.